Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer states that her blood glucose value was 500 mg/dl she kept giving herself boluses used new site and everything. She put it on auto mode for 120. During the night last night she was 300 mg/dl. Customer's blood glucose value was 300 mg/dl at the time of incident and current blood glucose was 181 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not be returned device for analysis.